Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens reviewed the instrument files and determined that quality controls (qcs) were within expected range on the day of the event. The instrument files demonstrated that the instrument was performing as expected and that there were sample related issues. A siemens customer service engineer (cse) was dispatched to the customer's site. Siemens educated the customer with sample handling techniques to improve sample quality and reminded the customer of the centrifuge time recommended in the tube manufacturer. Siemens determined that insufficient sample volume was delivered to the cuvette when the sample was initially processed. Poor sample quality potentially impacted proper sample aspiration and delivery of sample to the cuvette, potentially causing the discordant, falsely low tshl result. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low loci thyroid stimulating hormone (tshl) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tshl result.